Event description:
Complainant alleged that the clinicians were attempting to monitor a pt, who was complaining of abdominal pains, but the device intermittently powered off and on by itself. The complainant indicated that there was no adverse effect on the pt as a result of the malfunction.